Manufacturer narrative:
No patient information provided by the customer. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred. It is unknown whether there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they were experiencing a touch screen calibration issue. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.